Event description:
It was reported that the light indicator on the joystick of the (B)(4) power chair is not working. (B)(6) states the batteries are fully charged but the charging light indicator is showing low charge. Referred back to the (B)(6) for resolution. No injury reported.